Event description:
In the article "glenoid fracture fixation using an acu-loc distal radius plate" by stammer, a.t., et al, the authors reported displaced fractures of the glenoid require surgical fixation. In this study the authors discussed a "surgical technical tip" for fixing scapula neck and glenoid rim fractures with an acu-loc distal radius plate (acumed), illustrated with two recent case reports. In the study the authors presented two cases of a 58-year-old female and a 51- year-old male presenting to a hospital following a fall, both sustaining an isolated right glenoid intraarticular fracture evident on plain radiographs. CT scans revealed a displaced and fragmented glenoid surface. A reverse judet posterior approach facilitated exposure to enable the reduction of the glenoid, which the authors reported is an uncommon approach. Per the author's, an acu-loc locking distal radius plate with a radial styloid plate was trialled and provided a good reduction to the fragmented glenoid. No complications were reported for the 58-year-old female. The 51-year-old male had had mild pain over the anterior and posterior shoulder post-operatively. This is off label use of the acu-loc distal radius plate in the glenoid.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Information received indicated the plate was used off-label in glenoid fracture fixation surgery. Based on the information received regarding the usage of the plate, this is consistent with off-label use.